Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the programmer emitted a burning smell when the programmer was turned on. No patient was involved.

Manufacturer narrative:
"Final analysis found burn marks to the ac power adapter which contributed to the field complaint of burned smell."